Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-00715. It was reported that the patient had frequent low voltage and power cable disconnect alarms while their heartmate device was powered by batteries as well as the mobile power unit. There was no visible damage to any cords or to the system controller. The alarm could not be replicated in clinic. The log file captured some intermittent indications of a weak connection between the battery and battery clip contacts which caused power cable disconnect events. There were no issues recorded while the device was powered by the mobile power unit. The patient's system controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms while connected to the mobile power unit (mpu) was not confirmed as the alarms were not observed in the submitted log file. The submitted log file contained approximately 2 days of data ((B)(6) 2021 per the timestamp). The log file captured intermittent power cable disconnect and low voltage advisory alarms while connected to 14v batteries that were not associated with true power cable disconnections or routine battery depletion; these alarms are addressed under the system controller (reference MFR # (B)(4)). No other notable alarms were observed in the log file. The data in the log file did not indicate any issues with the mpu. The alarms did not affect the controller's ability to operate the pump at the set speed. Additional information provided stated that no products would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on 28nov2018. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage advisory alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.